Event description:
Customer's father reported that the insulin pump did not seem to be delivering enough insulin. The blood glucose reading was 571 mg/dl. Customer was treated with manual injection. He stated that the basal rate and bolus wizard settings were correct. They had received a no delivery alarm a month prior to the issue. The infusion set was removed and customer's father reported that the cannula was not bent or occluded and that the site was not sore or irritated. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.